Event description:
Surgeon reports pt experienced endophthalmitis 3 days after uneventful cataract surgery. Event was treated with intravitreal antibiotics and intravenous antibiotics and steroids. The intraocular lens and capsular bag were removed and silicone oil was used as a replacement. On day 6 post-op of the eye remains quiet with no further progression of the inflammation.